Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: g03001 d8. Was this device serviced by a third party? No field service performed extensive troubleshooting and identified that the observed discrepant results were all processed in cuvette # 122 on the alinity c processing module. The alnty c-series cuvette was replaced and deemed the complaint cause. In addition to the part replacement a cuvette wash was performed. The module function was verified with a control run. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the alnty c-series cuvette including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. The alinity c service documentation contained adequate information for troubleshooting the issue. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the alinity c processing module serial (B)(6) verifies no subsequent issues have been reported related to discrepant results post field service intervention. No non-conformances or potential non-conformances applicable to the current complaint were found for the alnty c-series cuvette part. A review of the alinity c product monitoring review found no adverse trend of the alinity c processing module with regards to the complaint issue. No adverse trend was identified for the alnty c-series cuvette part. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed sodium results on 3 patient samples when processing on the alinity c processing module that repeated in the account normal range of 133 to 146 mmol/l. Sid (B)(6) generated sodium of 101.6 and 106 mmol/l but repeated 139.0 mmol/l. Sid (B)(4) sodium of 108.1 mmol/l but repeated 140.0 mmol/l. Sid (B)(6) sodium of 107.1 mmol/l, but repeated 143.9 mmol/l. No specific patient information was provided. No impact to patient management was reported.